Event description:
Medtronic received information that approximately three years following the implant of this bioprosthetic valve, the patient presented with mitral stenosis. The valve was explanted and replaced with another manufacturer's valve with no adverse patient effects. At explant, pannus overgrowth was observed. The leaflets appeared fine. The valve will be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed green and white multifilament sutures remained attached to the sewing ring. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The free margin of the left cusp was misaligned, possibly due to host tissue overgrowth. All commissures were intact. Glistening off-white pannus covered the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 9 mm onto all leaflets significantly reducing the inflow orifice area. Pannus covered the top of the non-coronary left stent post, extending over to the commissural area and free margins of both cusps, showing evidence that leaflet movement may have been restricted. Pannus extended along the inner outflow rail of the left cusp to the outflow margin of attachment. A thin layer of pannus lined the belly and lunula of the right cusp on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This device has been returned for analysis. Analysis is pending. Based on the available information, no cause can be determined at this time. Upon completion of investigation, a supplemental report will be filed.